Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 25 mg/dl. Cause was not known. Customer consumed glucose tablets and sugar drinks to address bg and resumed insulin delivery. Customer's blood glucose rose to 100 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.